Event description:
Procedure type: nephrectomy. According to the reporter: a piece of the blue plastic that covers the blade fell off when introducing the trocar. There was no blood loss greater than 250cc. There was a delay of 15 minutes. Another trocar was used to finish the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).